Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise oversensing, resulting in inappropriate anti-tachycardia pacing (atp) and two shocks. Technical services (ts) was consulted and suspected a mechanical fracture of the rv lead. Ts provided troubleshooting recommendations and advised turning off therapy to mitigate the risk of further inappropriate therapy. A code 1005, indicative of an open-circuit condition during shock delivery, was also observed. Ts recommended a lead revision. This crt-d and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.